Manufacturer narrative:
The clinical representative stated that the patient has diabetes and the wound has been healing slowly. The implanting clinician examined the patient and decided to revise the stimulator on (B)(6) 2021. The implanting clinician noted that the patient's hygiene seemed to be poor and might have caused the incision site infection. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is user error. Design fmea for stimq 06-01233 and hra for stimq 06-01232 was reviewed and infection is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required. Stimwave's global infection rate: 0.67%

Event description:
On(B)(6) 2021, the clinical representative became aware that a recently implanted patient had developed an infection at the calf site.